Event description:
Facility and called in to advise the end user's brakes are not working on their rollator. Does not have the model number for the rollator but the end user did states there is an invacare sticker on the rollator.